Manufacturer narrative:
The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced an intraparenchymal hemorrhage which resulted in increased seizure activity, and also hypoxia. The patient was prescribed anti-convulsants for the increased seizure activity, and also had a prolonged hospitalization following the procedure. The hypoxia was treated with diuresis and oxygen therapy. The event was considered resolved.

Event description:
Additional information received indicated that the hemorrhage and hypoxia were related to the procedure, and that the seizures were related to a pre-existing condition (seizures). It was also noted that the adverse events resolved after 7 days.